Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the of the reported device image issue could not be determined, as the device was not returned to olympus for evaluation, however, an olympus field service engineer was on site and performed a software update. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the video system center, the resolution image of the screen appears, and in another color bars appear. The issue occurred during the middle of an unspecified therapeutic procedure that was completed without delay using the same device. The patient was under general anesthesia; however, there were no reports of patient harm.